Event description:
It was reported the insulin pump kept alarming external ram crc error and it wasn't working. Customer stated he has taken the battery out several times. Customer's blood glucose was 510 mg/dl, treated with another insulin pump. Customer's spouse declined troubleshooting and requested the device to be replaced. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.